Event description:
It was reported that during the device upgrade procedure, the newly implanted right atrial lead exhibited low sensing. During the initial implant of the right atrial lead, all sensing and threshold measurements were normal. It was later during the procedure that the low sensing was observed. The lead was capped and replaced successfully. During the left ventricular lead implant the stylet had severed the distal tip of the lead body. The lead was capped and not replaced. The patient was stable post procedure.

Event description:
New information noted that the newly implanted right atrial lead also exhibited low impedance.

Manufacturer narrative:
A partial distal portion of the lead measuring 41.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.